Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused customer¿s blood glucose level to rise to a ¿high¿ with exact value unknown. Customer gave correction injection using manual injections and then resumed insulin delivery with pump, while technical support educated customer on typical daily battery consumption and confirmed battery draining at normal rate.